Event description:
The complainant reported a patient was on impella cp support for six days. The patient was admitted in with cardiogenic shock and cardiomyopathy. After the six days, the pump was explanted and venous-venous extra corporeal membrane oxygenation was placed. The support was in (B)(6) 2024. Later in (B)(6) 2024, abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported upon two adverse events during the support. The thrombocytopenia and renal failure both had possible relationship to the use of impella. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Manufacturer narrative:
The investigation into thrombocytopenia and renal failure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b was entered incorrectly on manufacturer device report: 1220648-2024-20452.